Event description:
PICC catheter inserted in 2004 into left saphenous to inferior vena cava and verified by cxr (ap). PICC used, flushed without resistance, edema or redness at insertion site and systemically. PICC removed 2 weeks later without resistance. Measurement done to verify entire length removed and 8.5 cm less noted, retained in leg per x-rays. Pt transported to another hospital in 2004 and 8 cm catheter successfully removed 2 days later. Pt returned to hospital 2 days later. Left leg never edematous, red; pulses strong and equal throughout.